Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited noise after receiving an appropriate shock for ventricular fibrillation. Patient states they were doing yard work at the time of the event. No intervention was performed. Patient was stable throughout event.